Event description:
The customer reported to olympus the screen on the insufflation unit is going black at random times with a constant alarm. There were no reports of harm or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit was initially powered-on for over four (4) hours with no co2 connected then was burned-in for over nine (9) hours with the co2 and cavity simulator connected. Unit was also connected to an esg-400 for automatic smoke evacuation while the esg-400 was continuously activated for an hour. The reported event was unable to be replicated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.